Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that their blood glucose levels were running high. The customer¿s blood glucose level was 400 mg/dl. They wanted to check if their basal was being delivered. They were assisted with reviewing their basal rates. It was found that they only had 1 basal rate. They were advised to discuss the setting with their health care professional. They declined troubleshooting for the high blood glucose. The device will not be returned for analysis.